Event description:
Customer reported the image on the left monitor is very dark. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the video controller and calibrated the camera. System operates as intended. This MDR is related to ge healthcare complaint.